Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 6/25/2019. Device returned to manufacturer: yes. Device evaluation: the preloaded insertion system was returned to the manufacturing site for evaluation. Visual inspection using magnification was performed and residues of viscoelastic was observed at the cartridge tube and tip. The lens was observed with viscoelastic residues at the optic body and haptics. Based on the information provided in the initial report, the customer used provisc viscolelastic. However, as specification in the direction for use the use of amo healon family of visoelastic is recommended for optimal performance. No manufacturing defects were observed on the return. The reported issue could not be verified. There is no evidence to suggest that the complaint sample has been affected by the manufacturing process. The unit was handled and used for surgical. No product deficiency was identified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no additional investigation request have been received for this production order number. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that the injector malfunctioned and the lens contacted the patient's right eye. There was no patient injury and no intervention required. Additional information received reported that the lens got stuck and would not come out, the lens was partially inserted. A new lens of the same model and diopter was inserted. No additional information was provided.